Manufacturer narrative:
A replacement power supply was sent to the customer. Multiple attempts were made to contact the customer to get additional complaint information and to get the power supply back; however, all were unsuccessful. As of the date of this report, the power supply has not been received. Sparking is indicative of at least one short in the dc cord. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a supplemental report will be filed. As a result of CAPA (B)(4)which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on-going.

Event description:
The customer reported to customer service that the power supply for her pump is no longer working and that is got hot and sparked. The pump works with the battery pack. No injuries were reported and the customer indicated that she does not wrap the cord around the transformer housing.